Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic the patient underwent skin revision surgery on (B)(6) 2011, (B)(6) 2012, and again on (B)(6) 2013 due to skin overgrowth. Additionally, the patient was administered a kenalog injection on (B)(6) 2012 and (B)(6) 2013. The implanted device remains.